Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06155. It was reported reported she stopped feeling stimulation, and as a result, the patient's physician took her into surgery to evaluate the system. During the surgery, the ipg pocket was opened and the ipg was removed with ease, and it was noted the patient's lead was disconnected from the ipg and appeared to have fragmented. The patient's lead and scs ipg were explanted and replaced. Intra-operative testing indicated effective stimulation therapy was restored.